Manufacturer narrative:
Product analysis : macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent surgery due to lumbar vertebrae fracture. Intra-op, there were set screw found slipped. The doctor had to replace it with new one to complete the surgery. The surgery completed successfully. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.